Manufacturer narrative:
Please retract this MDR 2938836-2015-27605, reported with wrong model and serial number. Duplicate report filed on 7/9/2015, 2938836-2015-27888 with correct model and serial number.

Event description:
It was reported an asymptomatic patient presented with noise on the riata lead. The patient did not receive inappropriate therapy. Declined sensing amplitude was observed. Providing the patient with a lifevest was suggested. Lead replacement was also recommended. No further information is available.

Manufacturer narrative:
(B)(4).